Event description:
It was reported that there was ¿damage to one electrode by surgery ¿ laparoscopic.¿ it was noted that there was no harm to the patient. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 4351, serial# unknown, product type lead; product ID 4351, serial# unknown, product type lead. (B)(4).